Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were experiencing high blood glucose and received insulin flow blocked alarm. Blood glucose level at the time of the incident was 600 mg/dl which was treated with manual injections. Customer was not experiencing any high blood glucose symptoms. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was inactive at the time of incident. The insulin pump will not be returned for analysis.